Event description:
The lancet device does not properly eject lancets. Reporter experienced an accidental stick, while trying to remove the lancet. No treatment was received. A request was made for the return of the suspect device and replacement product was shipped.